Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unk. It was reported that the device was emergently explanted in 2002 because of proximal migration with acute aneurysm expansion. No rupture was reported, and it was reported that the leak had sealed and the aneurysm was non-pulsatile by the time the explant procedure was performed. During the explant procedure, there was evidence of aneurysm sac inflammation that was adherent to the duodenum. Fresh thrombus and no clacification were noted in the proximal sealzones. It was reported that the stent graft was removed in fragments. The iliac limbs came out with some force but the aortic component detached easily. The conversion procedure was reported to be successful, and the pt was in critical condition at the conclusion of the procedure. The explanted stent graft has been received by medtronic ave, and its analysis is pending.